Event description:
During procedure (podiatric) small metal fragment dropped from saw into open wound. Instrument checked by sterile supply and was noted to have been decontaminated prior to surgery. Equipment returned to MFR for evaluation.